Manufacturer narrative:
The actual sample was discarded. The customer returned a photo for evaluation which showed one device inside a plastic bag, the photo indicate with a red arrow the source of the leaks. No additional damage or anomalies were observed. The complaint of leaks can be confirmed based on the photo provided by customer. However, without the returned sample of the affective sample a comprehensive and probable cause of failure investigation cannot be performed and cannot be determined. Lot history review couldn't be performed due to lot number for this complaint was unknown. Additional contact information (B)(6). (B)(6). (B)(6).

Event description:
The event involved a chemoclave® vented bag spike in which the customer reported that the chemo drug (fytosid) leaked from the junction between the blue and white site during infusion. There was no bleed back noted; the device was not reprocessed/re-sterilized. There was patient involvement, no adverse event/patient harm and no delay in critical therapy.

Event description:
Additional information was received stating that there was patient involved but there was no unprotected chemo exposure to the healthcare provider or patient. That the chemo spill was cleaned up per facility protocol by a spill kit.